Manufacturer narrative:
This is a duplicate of MFR report # 0001831750-2013-04208. The serial number (B)(4) and catalog number 1015000000 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 0001831750-2013-04208 for full reporting of serial number (B)(4) and catalog number 1015000000 for this complaint.

Event description:
It was reported via repair work order that the brakes are not holding due to a broken brake cam. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes are not holding due to a broken brake cam.no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.